Event description:
Patient reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, "I did have my surgery. Right was capsulated". Patient reported later, that the right was not ruptured and was "encapsulated". Healthcare provider reported, right side capsular contracture, baker grade IV.